Event description:
During coiling embolization procedure, while advancing the microcatheter (mc) over the guidant guidewire, the physician felt the mc got stuck on the guidewire. There were no reported patient complications.